Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a generator changeout due to normal eri. Pt presented with symptoms of dizziness and lightheadedness. Device was interrogated and found to be in backup vvi. A device status report printed. The device was explanted due to normal eri and will be sent back to sjm for analysis. The bvvi status report will be sent in by the caller.